Event description:
It was reported by a patient that a 3.0mm by 15mm length s670 stent delivery system was implanted in 2000 and "collapsed" one week later. The patient reportedly developed chest pain a week later, and was taken to the hospital, treated and hospitalized for 3-4 days. Pt stated the collapsed stent put pt into heart failure. It was reported by the physician that the stent did not "collapse". He stated that the stent had occluded from a sub-acute thrombosis which was subsequently treated with balloon angioplasty. The patient has a medical history of myocardial infarction, pacemaker replacement, aortic stenosis and multiple angioplasty procedures. The pt reportedly has been fine since the procedure and has experienced no additional clinical sequelae related to the event.